Event description:
The patient reported that a few months ago she started getting elevated blood glucose at 245 mg/dl. Her normal range is 90-175 mg/dl. Her symptom included thirst. The patient tried changing out all infusion device accessories, but her blood glucose remained elevated. The patient switched to her back- up and administered a bolus. Her blood glucose then started to decrease. The patient stated that she is a surgical nurse and knows how to correct her elevated blood glucose before her readings get out of control. The patient was able to address the issue without requiring medical assistance from a healthcare professional or second party. Product has been requested for return to be evaluated.